Manufacturer narrative:
The product was not returned for evaluation. The user reported the cannula was not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported her blood glucose and insulin history is as follows: time: 9:30 pm; bg (mmol/l): 17.2; (mg/dl): 310; bolus (u): 0.60; 1:05 am; 21.9; 394; 4.85; 6:15 am; 22.6; 407; unknown time; 25.5; 459 with ketones of 0.3; 7:00 am - the pod was deactivated; 13.0 (manual injection). Upon further inspection she noticed the cannula was not properly inserted into the infusion site. Activated a new pod at 7:15 am.